Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-02459. It was reported that the patient was experiencing loss of therapy due to both of the patient's leads having high impedances. As a result, the leads were explanted and replaced. Effective therapy was established post-operatively.